Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump stop events was confirmed through the analysis of the submitted log files; however, a specific cause for the pump stop events could not be conclusively determined through this investigation. The submitted system controller log file captured speed drops below the low speed limit, resulting in pump stops, beginning on 08jul2020 starting at 21:40:10, as the pump struggled to maintain its set speed. By 11:11:41 on 09jul2020, the pump resumed operation at its set speed. The low speed and pump stop events were accompanied by low speed hazard alarms and low flow hazard alarms. These events occurred while the patient was supported by the mpu. These pump stop events and the accompanied alarms appeared to be consistent with a potential driveline wire compromise. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ the device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon further review of the submitted log file, a brief no external power event was observed on (B)(6)2020 at 06:06:53 am. This event will be covered under manufacturer report number 2916596-2020-05262.

Manufacturer narrative:
The patient's previous driveline repair is reported under MFR 2916596-2019-03994. No further information was provided. A supplemental report will be submitted when manufacturers investigation is complete.

Event description:
It was reported that the patient heard his lvad pump alarming and thought they might have disconnected from wall power; however, upon investigation they realized it had not been disconnected. The patient received 2 low flow and 2 low speed alarms all occurring for 2-9 seconds. The heartmate log data showed that there were (5) pump stops and (2) low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. Patient did not experience any dizziness and stated that he felt no difference during or after the alarms. X-rays were received and were determined to be unremarkable. The patient had a full length driveline repair performed on (B)(6) 2019 to address then reported driveline fault alarms. It was reported that at this time there is not enough room for a second driveline repair. The vad coordinator opted to issue an unshielded pt. Cable/power module for the patient.